Event description:
A 6f angio seal vip vascular closure device was used to seal the arteriotomy site post diagnostic catheterization procedure. Several days after the angio-seal was deployed, the paitent experienced symptoms of vessel occlusion. The patient underwent surgical exploration and revascularization to repair a dissection of the artery. The physician determined the dissection and was not caused from the angio-seal. A hint of the dissection was seen on the pre-deployment femoral angiogram.